Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for evaluation. A DHR (device history record) review was performed and no deviation was found. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the coil protruded from the catheter's tip upon removal. The moderately tortuous target lesion was located in the internal iliac artery. A 6mm x 10cm interlock was selected for use. A non bsc device introducer sheath and an imager catheter were used contralaterally into the internal iliac to the superior gluteal artery and cannulation was then performed using a non bsc catheter. When embolization was performed, the coil did not coil up properly. The coil was pushed but the catheter tip moved out of position. The coil was pulled out since there was a possibility that the coil might move inside the main vessel; however, it was noted that part of the coil was protruding from the catheter's tip upon removal. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.